Event description:
It was reported that during the replacement procedure of an implantable pulse generator (ipg), high thresholds were observed in the pacing lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).